Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call hat the insulin pump alarmed no delivery during prime 4 times. Blood glucose value was 249 mg/dl. Troubleshooting was done; customer changed the infusion set and after changing the reservoir, he was able to prime without a no delivery alarm. The reservoir would be replaced but not returned for analysis.